Event description:
The family member called lifescan on behalf of the pt and alleged the one touch ultra meter was missing segments. The pt was feeling tired and nervous and during symptoms checked their blood glucose with a result of "200 something." Repeated with same result. The pt went to the emergency room where their blood glucose was taken, no result known, treatment unknown. Time difference unknown. No action was taken by the pt following attempted use of the meter. Based on the information obtained there is indication the product malfunctioned due to the segment issue, however insufficient info to indicate the product led to a serious injury. Unknown when the issue first began. Symptoms preceded attempted use and would be more indicative of low blood glucose. The meter was replaced and return expected.